Manufacturer narrative:
Investigation summary: customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was one false negative result. The result was transmitted as a false negative, but it had no consequence because the partner bottles had already been reported positive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was one false negative result. The result was transmitted as a false negative, but it had no consequence because the partner bottles had already been reported positive. No adverse impact was reported regarding the patient or user.